Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their device got infected which started with a pimple that was swollen with pus. It was noted that there was a hole where the ins was located. The pimple got bigger and bigger and eventually it popped on its own. The infection was over the implantable neurostimulator (ins). It was noted that the patient¿s device started getting infected a week prior to the report but then noted that the infection started in (B)(6) 2015 and then in (B)(6) 2015. It was unclear when the infection started. The patientnoted that they had been to the emergency room in (B)(6) 2015. The patient indicated that their ins was taken out the week prior to the report and at the time of the report they did not have an ins implanted. The patient was indicated for non-malignant pain. No interventions for the infection or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.